Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no patients involved.

Event description:
The customer reported that after system activation, smoke was observed from the cell-dyn 3700 sl analyzer. There was no report of injury or adverse impact to patient management.

Manufacturer narrative:
The initial medical device report was submitted with an incorrect submission number in ind. The PMA/510k was changed from k980614 to k991605. No further updates were necessary.

Manufacturer narrative:
The issue was resolved by replacing the power supply. A review of service tickets for the cell-dyn 3700 sl serial (B)(4) did not identify any tickets related to the issue. Review of complaint and trending data for the power supply did not identify any issues or trends associated with the customer's issue. A review of the cell-dyn 3700 sl tracking and trending data did not identify any adverse trends or abnormal complaint activity. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information and this investigation, no systemic issue or deficiency of the cell-dyn 3700 sl analyzer was identified.